Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the dimensions of the connector boot was not within specification. This resulted in the reported complaint.

Event description:
It was reported that during implant, it was difficult to connect the atrial lead to the pulse generator. Once the lead was connected, loss of atrial capture was noted. The lead was not used and a new lead was implanted. After the procedure the patient was in good condition.